Manufacturer narrative:
D9 - date returned to MFR: 6/1/2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. A review of the service history found no related repairs related to the failure mode. The event history log reviewed no observation found. Visual and functional testing was performed. The pump was operated properly. The customer reported issue was not able to be replicated. The cause of reported issue unable to determined. Upon successful completion of the repair activities including functional and accuracy testing, the device will be returned to the customer.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's occlusion alarm was ringing on the device. There was no patient involvement.